Event description:
During craniotomy neurosurgeon noted that drill bit was broken and the broken portion was potentially in the pt would site. X-rays reviewed the following day revealed 3-4 mm piece of tool remaining in the pt wound site. There was no pt impact. A decision was made not to reoperate to remove the tool fragment.

Manufacturer narrative:
Findings: device was not available for eval. It was not possible to determine the distribution history as the lot number was not available. Dissecting tool breakage is a known problem that may occur during use of high speed dissecting tools. Excessive cutting force or bending of tools during use can cause breakage. Warning is provided in device user manual indicating "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to pt, operator and/or operating room staff."